Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. The all of the keypad buttons were found to be responding appropriately to presses. The keypad was removed and adhesive was found under the button contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that all of the keypad buttons are unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).